Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the customer called in and stated that the lightsource is displaying an e1 error.